Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in airway, and device discharging fine black tar-like particles. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of sound abatement foam degradation/breakdown was not observed in the base unit, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 (v1). The manufacturer confirm the presence of contamination in the airpath. The device's event logs were downloaded and reviewed. No errors were logged. The manufacturer concludes there was dust/dirt contamination inconsistent with degraded sound abatement foam. The manufacturer confirmed the presence of contamination in the airpath. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058